Manufacturer narrative:
One full osseotite® tapered certain® implant 6 x 11.5mm (ifnt611) was returned for investigation. A visual inspection revealed that the internal drive feature contained the fractured screw. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Probable causes for the complaint could not be determined with the information provided as the event a root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown biomet screw fractured inside of the implant. As a result, the implant had to be removed and the patient was scheduled to place a new implant. Tooth location 3.